Event description:
It was reported by the technician that the fowler was stuck in high height. No pt involvement or adverse consequences were reported.

Manufacturer narrative:
Results: mattress support lever.